Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Abbvie is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported being injected with skinvive¿ by juvéderm® and it was very sore and it turned red right after the injection. Patient was under observation for 30 days for ¿lumps, bruises and the application site, blemishes and feels that the application affected their eyesight because they are showing doble visions. They also reported migration of the nodules to the entire face, with the largest volume of nodules the cheek. The patient also feels that their skin elasticity has worsened a lot, ugly with nodules, dark spots, balls. The patient has already informed the clinic about the events, and the hcp advised them to return to apply medication and informed the patient they have to wait for their body to eliminate the product. The patient has seen another hcp, but they could not interfere with the hcp who performed the application. The patient will self-treat themselves with ¿bepantol and do skincare.¿ symptoms are ongoing.

Manufacturer narrative:
Additional data: b5, g4.

Event description:
Additionally, patient reported after 35 days later, they underwent an ultrasound procedure but it did not help. Patient still has thick skin and puffiness.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b2, d6a.

Event description:
The patient additionally reported that their vision has improved. They felt a lot of discomfort in their temples, as it was very bad, they stayed a week without leaving home due to swelling in their face. The patient reported they sent photos to the clinic of their face with spots, pigmentation, the clinic said they were papules. Their skin is still bad, the spots and bumps have decreased, but there are still many. They are no longer having ultrasound at the clinic, they asked the patient to wait, as it is from the body and will disappear. Patient reports that they have already seen two dermatologists, but they do not know how to treat it, they referred them back to the hcp who performed the procedure.